Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 68 mg/dl, 132 mg/dl and in the 200¿s mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.